Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted the mesh had retracted from one side and was wadded up into a ball. It was reported the patient experienced severe pain, nausea, constipation, fever and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/25/2020. H6 patient code: 3191 - constipation. Additional b5 narrative: it was reported that the patient experienced adhesions, discomfort, constipation following the surgery.

Manufacturer narrative:
Additional b5 narrative: it was reported that the patient experienced hernia recurrence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.